Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01402, 0001822565-2021-01405.

Event description:
It was reported that the patient underwent a revision procedure of the femoral head and m/l taper stem with kinectiv technology approximately 10 years and 5 months post implantation due to unknown reasons. No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: -catalog#: 00801803202 femoral head sterile product 12/14 taper lot#: 61283357. -catalog#: 00784801200 modular neck e 12/14 neck taper lot#: 61271761. -catalog#: 00620005220 shell porous with holes 52 mm o.d. Lot#: 60407738. -catalog#: 00625006520 bone scr 6.5x20 self-tap lot#: 60854359. -catalog#: 00625006535 bone scr 6.5x35 self-tap lot#: 61110842. -catalog#: 00630505032 liner standard 32 mm i.d. Lot#: 61049502. The following sections were updated/corrected updated: b4, b5, d1, d2, d4, d10, g3, g6, h4, h10

Event description:
Upon reassessment of the reported event, there were no allegations against the stem and therefore was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, there were no allegations against the stem and therefore was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
It was reported that the patient underwent a revision procedure of the femoral head and stem approximately 10 years and 5 months post implantation due to elevated metal ions and pain with ambulation. The cup, head, and neck were exchanged metal debris and wear. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.